Event description:
Reporter indicated that vns pt had passed away. No cause of death was given at the time of the initial report. Autopsy results are still pending. Attempts to obtain additional info have been unsuccessful to date.